Event description:
Perclose proglide malfunction rfa. The team said that the malfunction was: guidewire in patient. Deployed. Unable to retract when finished. Once wire was finally removed, a noted bend in the wire that could be the cause of malfunction.